Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/wedge/segmental resection. Customer states: in performing partial resection, egia45amt was loaded to an I-drive, and it was tested. After pressing a blue button, the device was unable to fire. Replaced to another reload of egia45amt. Neo veil was not used. No patient harm. Operating time not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding.